Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, dr. (B)(6) attempted to remove a polyp in the descending colon using a 27 mm capliflex. The doctor ensured that all connections were properly checked before proceeding. However, it was noticed that the snare was not cutting as expected, even though all available pedals were used to generate current flow. As a result, the equipment was deemed non-functional. Despite multiple attempts by the physician and their team to remove the snare from around the polyp, they were unsuccessful. Eventually, they had to resort to cutting the flex wire and successfully removed the snare using a cold biopsy forceps. Some tissue was successfully removed as intended. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy. Imdrf device code a150208 captures the reportable event of loop entrapment . Imdrf device code a050702 captures the reportable event of unable to cut. Block h10 investigation results: one captiflex snare was received for analysis. Visual and microscope analysis of the returned device found the working length and the wire were detached from the proximal section and the loop was bent. Electrical analysis cannot be performed due to the condition of the device. No other problems were noted. The reported events of "loop failure to cut" and "device failure to deliver energy could not be confirmed since the functional and electrical tests cannot be performed due to the condition of the device. The reported event of "loop entrapment of device" could not be confirmed since it is related to the procedure and could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Device analysis found that the working length and wire were detached and the loop was bent. It is likely that this is due to an excess of manipulation of the device. It is most likely that during manipulation of the device an excess of force was applied to the device such as the interaction with the scope or additional tools/medical devices, causing the device to separate in two pieces. Therefore, based on analysis of the returned device and all available information, the most probable cause for the reported event is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of energy generating issue. Imdrf device code a150208 captures the reportable event of loop entrapment . Imdrf device code a050702 captures the reportable event of loop cutting issues.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, dr. Nagesh attempted to remove a polyp in the descending colon using a 27 mm capliflex. The doctor ensured that all connections were properly checked before proceeding. However, it was noticed that the snare was not cutting as expected, even though all available pedals were used to generate current flow. As a result, the equipment was deemed non-functional. Despite multiple attempts by the physician and their team to remove the snare from around the polyp, they were unsuccessful. Eventually, they had to resort to cutting the flex wire and successfully removed the snare using a cold biopsy forceps. Some tissue was successfully removed as intended. The procedure was completed with a different device. There were no patient complications reported as a result of this event.